Manufacturer narrative:
H6: imdrf device code a0501 captures the reportable event of cautery pin detached. H11: the returned captivator - snare was analyzed, and visual and microscopic inspection found that the 2-in-1 connector was broken and detached. No other device problems were noted. The reported event of the cautery pin detachment of device or device component was confirmed. Upon analysis, the 2-in-1 connector was broken and detached. Based on all available information and the analysis of the returned device, the most probable cause of this complaint is manufacturing deficiency. Boston scientific has initiated an investigation to further evaluate cautery pin detachment events to determine root cause of these events, as well as appropriate mitigation(s).

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure, the electrical cutting connector on the snare handle was detached, so the electrical cutting function could not be used. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of cautery pin detached.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure, the electrical cutting connector on the snare handle was detached the electrical cutting function could not be used. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.